Event description:
It was reported to philips that the system failed to perform exposures. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system failed to perform exposures. The fse found that room resets to normal status on three restarts. The two sib boards were bad out of box and the dap appeared to be reading high. The failure analysis was performed for the sib board, connector and connector pins and the failure was confirmed with the sib board connector pins (pins were corroded and plastic part was found broken off the unit) the fse performed the tube adaption, tube yield, entrance dose limitation, and air kerma. The fse replaced sib boards and verified the function to resolve the issue. After the replacement, the device was returned to use in good working order. The codes were updated based on the investigation outcome.